Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that after going transeptal and while burning in the left atrium, the patient's blood pressure dropped. It was confirmed via intracardiac echocardiogram (ice) that the patient had pericardial effusion (pe). It was also noticed that the patient had an elevated rhythm. A pericardiocentesis was done and 1.6 liters were removed. The drain was left in place. The patient did not require surgical repair and the patient was stable when they left the room. The patient stayed overnight for observation. Additional information was received on 27-jan-2022. It was reported that this adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician believed that the perforation occurred during the transeptal phase, while getting trans-septal access. No bwi product malfunction was reported. The reporter is unsure of the patient condition. At the end of the procedure, she was awake and stable. The patient outcome of the adverse event was reported as improved. The last time that the reporter saw the patient, she has improved after the pericardiocentesis was performed and blood pressure returned. The reporter is unsure if the patient required extended hospitalization because of the adverse event. All that is known is that she stayed overnight. No relevant tests/laboratory data or history is available. The generator information provided was a smartablate, with serial number (B)(4). A transseptal puncture was performed with a baylis versacross ref: (B)(4). Prior to noting the pe or CT, ablation was performed. The maximum wattage used during the ablation was 50 watts. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was standard for stsf, 2 ml/min and 15 ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were: graph, dashboard, vector, and visitag. The visitag module was used, all parameters for stability were used (range; time; fot; tag size). No additional filter was used with the visitag. Color option used prospectively was surpoint.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 24-mar-2022. It was reported that a 61-year-old female patient (207 lbs.) Underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that after going transeptal and while burning in the left atrium, the patient's blood pressure dropped. It was confirmed via intracardiac echocardiogram (ice) that the patient had pericardial effusion (pe). It was also noticed that the patient had an elevated rhythm. A pericardiocentesis was done and 1.6 liters were removed. The drain was left in place. The patient did not require surgical repair and the patient was stable when they left the room. The patient stayed overnight for observation. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no error or issues were observed on the carto 3; however, the impedance was not displayed. In addition, the product was deflecting and irrigating correctly. A failure analysis was performed, and it was found a loss of electrical resistance in the dome created the impedance issue. A manufacturing record evaluation was performed for the finished device number 30681552l and no internal actions related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial and the impedance issue is not related to the adverse event reported. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the loss of electrical resistance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).